Event description:
It was reported that the user experienced multiple occlusion and restart alerts, with consecutive motor stall alarms consistent with a failure to infuse, which was resolved after changing supplies, and the implicated component was the motor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem associated with stalled motor events indicative of infusion failure, with the motor identified as the relevant component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial. Additional event reported under parent case 3019004087-2026-43848.